Event description:
During a pta to the right external iliac artery, the ballon ruptured at seven atmospheres. A femoral approach was used, and there was heavy calcification and moderate vessel tortuosity, with 70% stenosis at the target site. Another balloon (brand and size unknown) was used to successfully complete the procedure. No anomalies were noted in the product during prep. There was no report of any adverse effects to the patient.